Event description:
On approximately (B)(6) 2014, seven ribloc u plus plates were successfully implanted to treat rib fractures. On (B)(6) 2015, 4 plates were removed due to patient complaints of discomfort; 3 plates were left in place. None of the plates removed were returned for investigation, however. It was stated that there was nothing wrong with the implants (plates and screws) and there was no mention by the user of an apparent installation error and yet the bones had not healed after being installed for 16 months.